Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 15 an slda occurred. Edwards received notification of a pascal procedure in mitral position where on post-operative day (pod) 15 an slda occurred. The mitral regurgitation (mr) was reduced from severe to moderate after the procedure, but then increased to severe after the slda. The patient experienced heart failure symptoms due to recurrent mr. On pod 22, the patient underwent mitral valve replacement, and was reported to be doing well post-procedure.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. There were no device issues during or post implantation (device interaction), and no anatomical/procedural complications; therefore, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.